Manufacturer narrative:
Customer name- (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced a e315 (incompatible scope) error. The issue had occurred during set up / inspection for use (during set up in room / before patient in room). There was no report of patient involvement.

Event description:
No additional information received from the customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure "scope communication error (e315)" was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: foreign objects come out of suction port. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the customer allegation is traced to component failure of the circuit board caused by water invasion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.